Event description:
A cartridge alarm was reported by the customer, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was advised to use a backup insulin pump while awaiting a replacement pump, which was sent by technical support. The customer understood the instructions for using the updated pump software and the steps necessary for the return of the problematic pump.